Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to high blood glucose of 425 mg/dl. Customer's spouse did not indicate the mode of treatment. Customer's spouse also reported that the insulin pump had a pump error but was not able to identify the error occurred. Further troubleshooting was not completed as the customer was away at the time of call. Customer's spouse was advised to inform the patient to call to authorize him on the account and confirm the pump error that was received in order for a pump replacement to be processed. The device will be not returned for analysis.